Manufacturer narrative:
The affected device was returned to olympus america inc. And underwent physical inspection by qualified personnel. Based on the findings of the completed investigation, probable causes were assessed, including damage or deterioration of components, electrical issues, environmental temperature factors, and maintenance-related concerns. The most probable cause of the reported complaint is expected or random component failure, with no design deficiency or manufacturing non-conformance identified as a contributing factor to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the returned bronchofiberscope exhibited forceps channel port sticky and shaved, and the control unit displayed corrosion due to water leakage. No patients were involved in association with this event.